Event description:
Pt was having a laparoscopic cholecystectomy. The gallbladder had been dissected from the liver bed when the doctor discovered that the monopolar electrosurgical connecting cable had burned all the way through the electrode end. No injuries were reported.